Manufacturer narrative:
It was reported by customer that the IV set had the smartsite connection completely detach from the assembly. One sample was received for quality evaluation. Visual inspection of the sample indicates that the smartsite of the assembly is missing. Further investigation of the sample indicates that the tubing looks damaged at the tip of the tubing where the smartsite should be connected. The customer complaint of separation was confirmed. Investigation was forwarded to the manufacturing location for further evaluation. After investigation, the potential root cause of separation between tubing sleeve and luer lock could be related to an incorrect solvent application by the assembler. The failure mode was addressed under corrective actions conducted on september 06th, 2024 to update the assembly procedure and update the assembly process of attaching the smartsite component. Additionally, decreasing the workload of the assembly personnel to assure the correct consistency of solvent and proper assembly. Review of the sample batch number indicates that the sample was manufactured before the corrective actions were implemented. A device history record review for model 10013902, lot number 24089071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
Material # 10013902, batch # 24089071. Smartsite connection completely detached.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.